Manufacturer narrative:
Date of submission 11/06/2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/18/2017 with the following findings: review of the black box data revealed records of unexplained power on reset. Moisture was confirmed to be present behind the display lens. The pump powered on using the returned battery cap. The pump was exercised for 24 hours without any interruption in power. Leak testing confirmed moisture ingress into the pump at the site of a crack in the pump case. Moisture ingress was confirmed on the printed circuit board and the internal pump components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue; no power with moisture behind the display. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.